Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that they experienced a shock when laying on his right side and that they replaced the catheter as the patient was not voiding on his own. No further complications were noted or anticipated.